Manufacturer narrative:
The pipeline flex pushwire and braid were returned for evaluation. As received, the braid was detached from the pushwire; the distal and proximal ends of the braid were unable to be identified. The pipeline flex braid was observed to be fully open with moderate frying on one end and slight frying on the other end. Dps sleeves were observed to be torn. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. Pushwire kinking was observed approximately 99cm from the distal tip coil. Based on the analysis findings and event details, the report of pipeline flex failure to open could not be confirmed. The cause for the reported experience could not be conclusively determined. It is possible that the damaged braid may have contributed to the reported issue. The patient¿s vessel tortuosity was not reported; any contributing factors from the patient anatomy could not be assessed. In addition, the pipeline flex pushwire was damaged (stretching / kinking) suggesting that excessive force was used (pushing <(>&<)> pulling). Also, the damage on the pipeline braid and dps sleeves was likely due to the pipeline braid being resheathed more than the recommended two times. Per our instructions for use (IFU): ¿resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. The pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ all products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The reported event could not be confirmed and an event cause could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for a ruptured, dissecting aneurysm in the vertebral artery. The devices were prepared as indicated in the IFU. It was reported that during the procedure, a few attempts were made to deploy the pipeline flex. The attempts were not successful since the pipeline flex was not open (stayed crimped). There were no issues noted prior to pipeline flex failing to open. After a few maneuvers including resheathing more than two times, the physician removed the pipeline flex. A new device was used to complete the procedure without issue. There were no reports of patient injury in connection with this event.